Manufacturer narrative:
On jan 05, 2018, intuitive surgical, inc. (Isi) received the user facility medwatch form mw5073432 for this complaint. Fenestrated bipolar broke inside body cavity. End part broke, but was recovered by surgeon.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the fenestrated bipolar forceps instrument broke off inside patient. The fragment was retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the fenestrated bipolar forceps instrument broke inside the patient's body cavity, end part of the instrument broke, and it was recovered by surgeon. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, isi has made multiple follow up attempts to obtain additional information, however, no additional details have been received as of date of this report.